Manufacturer narrative:
H.6 investigation summary: two protector samples were returned to our quality team for evaluation along with a c90j connector, infusion bag, and the injector attached to a syringe. The product was visually inspected, no issues were observed on the protector, however, small particles were observed inside the infusion bag that was returned with this product. Characterization testing was performed and found the pieces were consistent with the stopper of the infusion bag. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Since there are several factors that impact coring, we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the protector p55 experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: after preparing abraxane, fm was found in the infusion bag. Hcp has no idea when the fm is mixed(created).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the protector p55 experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: after preparing abraxane, fm was found in the infusion bag. Hcp has no idea when the fm is mixed (created).